Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient met a friend at 5:00 pm and noticed that cgm reading on the pump was 70 mg/dl. The patient was feeling ¿funny¿ (cognitive changes) went to the emergency room (ER) and the emergency medical technician (emt) took a blood glucose reading which was 48 mg/dl. She drank some juice and at the hospital they treated her with IV medication. At the time of the report (the same day) she was feeling tired and the bg was 356 mg/dl and was still at the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6)2023. It was reported that the patient was hospitalized overnight and was released the next day. The patient stated that while in the hospital she was only given IV fluids and no other medication. At the time of the follow up contact, the patient was doing okay. No additional patient or event information is available.